Event description:
It was reported that the pt required a revision [synthes plate and screw]. It was reported that the surgeon injected hydroset into the pt's elbow and implanted a stryker plate and locking screw. It was reported that the screw did not lock and backed out of the elbow. It was reported that the screw did not lock.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.